Event description:
The screw was removed to obtain dynamization effect for delayed union. The doctor found that the removed screw was broken. According to the doctor, bone union was noted normally after the initial surgery, however, after that, the distal screw seemed bent and that might made the bone union delayed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.